Event description:
It was reported the patient presented 18 years postoperatively with symptoms consistent with aortic stenosis. During the explant procedure, an ascending aortic aneurysm was noted, resected, and a 28 mm vascutek graft was placed. The valve, which appeared small for the annulus, and the pannus underneath the valve were removed. The patient's annulus was sized with an sjm sizer and a 23 mm sjm mechanical valve was implanted in the intra-annular position using 2-0 pledgeted ethibond. The leaflets were checked and found to be freely mobile. The postoperative tee showed the valve was functioning appropriately and the patient was transferred to the thoracic intensive care unit in stable, but critical condition.